Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the inner biopsy forceps wire broke, causing the forceps cups to remain in an open position while still inside the pt. The users withdrew both the endoscope and forceps simultaneously. The procedure was reportedly completed with a different, but similar biopsy forceps. There was no pt injury reported; however, the pt was reported to have received add'l sedation as a result of the delay in the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The forceps were received in a closed position, however, the forceps jaw assembly was noted to be rotated perpendicular to the tube sheath. The evaluation confirmed the presence of a broken inner forceps wire. There were buckles on the tube sheath and a bend noted proximal to the cup assembly at the distal end of the device. An unidentified dark, foreign residue and a strand of an unidentified fiber was found adhered to the detached inner wire, and corrosion was present at the broken end of the forceps wire. The cause of the user's experience appears to be due to inadequate reprocessing. This report is being submitted as a medical device report in an abundance of caution.